Event description:
It was reported that this right ventricular (rv) lead's threshold elevated, and re-fixation was performed. Moreover, an attempt to operate with the lead alone was made, but it was stuck around the tricuspid valve and could not be removed, so it was left in place. The lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.